Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 20 mmol/l (360 mg/dl) while wearing the pod for between 49 and 71 hours. The patient confirmed the pink slide did move forward, and the cannula did insert into their arm, but when the pod was removed, the cannula was not visible, indicating a needle mechanism failure for a retracted cannula. As treatment, a new pod was placed.